Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported inflation issue was confirmed. The reported difficult to position (guiding catheter) was not confirmed. The balloon pinholes were not confirmed; however, a tear/hole was found in the outer member, which leaked when pressurized. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. Based on visual, functional and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the graftmaster 2.8 x 16 mm stent delivery system did not inflate when placed at the lesion in the distal circumflex artery. When the device was removed from the anatomy, balloon damage was found in two places. There was resistance upon advancement of the device in the guiding catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to filing the initial medwatch report, additional information was received stating that when the device was removed from the anatomy, two pinholes were noted on the balloon. No additional information was provided.